Event description:
Pt had been started on pump on 10/9/96, 1000mg cassette. Pt's daughter was instructed as to proper setup and operation of device, including lockout key operation. Pt's wife was unable to arouse pt at 1655 and called 911. Respirations diminished to 6 rpm. Pt transferred to ER. Pump was found to be separated from cassette, and cassette empty. Upon inspection, it was found that the key lock mechanism would remain depressed without rotating the locking mechanism with the use of the locking key. This was caused by a small flat piece of the tubing binding against the locking mechanism. This gave the impression that the cassette was securely locked in place.